Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Patient-reported adverse events for two other meshes implanted on 11/21/2005 were submitted via following medwatch reports: 2210968-2020-01256 and 2210968-2020-01254.

Event description:
It was reported that the patient underwent a surgical procedure for pelvic floor prolapse including bladder and bowel incontinence on (B)(6) 2005 and the unknown mesh was implanted. Over the years, the patient experienced high inflammation blood markers, regular bladder infections and significant abdominal pain regularly. It was also reported that the patient saw a specialist for the swelling and pain in abdomen and this was put down to dietary allergies without testing. Recently, the patient experienced constant infection and stabbing pain. As per patient, because she is t11/12 paraplegic, sensation in the abdomen is not a true indication of what is happening and typically, she is receiving pain signals when pain is at its worst. No further information is available.

Manufacturer narrative:
Lot 1174390 was unavailable for review therefore an assessment memo was attached for product code 810041a.